Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry, automatically or manually, could not be established with the implantable pulse generator (ipg). Follow up indicated that a holter monitor revealed that the patient has their own rhythm. The device remains in use because the patient is pregnant, and a replacement procedure is planned for after the delivery. No patient complications have been reported as a result of this event.